Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair a descending aortic aneurysm with diameter of 56 mm. During the procedure the patient lost 2,901 ml of blood; however, it is unknown what caused the blood loss and how it was treated. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up examination revealed a type ii endoleak. The diameter of the aneurysm was measured 58 mm. The physician elected to monitor the patient. On (B)(6) 2009, the patient was discharged. On (B)(6) 2010, the patient developed an adhesive ileus, which was treated with fasting therapy and intravenous therapy. On (B)(6) 2010, the patient recovered from the ileus and was discharged. On (B)(6) 2010, six month follow-up examination showed that the type ii endoleak persisted and that the diameter of the aneurysm was measured 58 mm. On (B)(6) 2010, a coil embolization procedure to the celiac artery was performed to repair the type ii endoleak. On (B)(6) 2010, one year follow-up examination showed that the type ii endoleak was resolved. Subsequent follow-up examination showed no adverse event. On (B)(6) 2012, the patient developed aspiration pneumonia and was treated with antibiotics. Later on the same day the patient expired due to subsequent respiratory failure. It was reported that the patient's death is not device or procedure related. No further information is available.